Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator was auto-triggering and displayed an unresolved "high pip" alarm condition. The customer reported that the issue occurred during patient use but the ventilator was replaced and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed transducer pt802 failed.